Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a patient power module (ppm) was found missing the back panel and battery connector wire. A new battery and connector wire were used, but the ppm did not turn on. The device was not in use with a patient at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, the power module missing the battery cable and battery door cover was confirmed during inspection. The reported event of the power module being unresponsive when powered was confirmed during testing. At the service depot, the power module, serial number (B)(6), returned with no battery door cover, battery connector on the streamlined battery cable, and backup battery. Following inspection, a test backup battery and a streamlined battery cable were connected to the power module, and when connected to power, the power module was unresponsive. This issue was isolated to the main printed circuit board assembly (pcba), and the main pcba was forwarded to product performance engineering (ppe) for further analysis. The power module was repaired and passed functional checkout before returning to the customer. At ppe, the returned power module main pcba was inserted into a test fixture for analysis, and upon providing ac power, the test fixture was unresponsive. During analysis, it was revealed that the crystal oscillator y1 was not producing the correct waveform in one of its outputs. The main pcba was removed from the test fixture, and y1 was replaced. Following repair, the test fixture was connected to a system monitor, test system controller, and mock circulatory loop, and was able to successfully operate as intended and provide support to the pump. Additional information provided stated that the events that caused the damage could not be determined, as it was found in a storage closet. The root cause of the reported damage to the power module housing could not be conclusively determined during this investigation. The root cause of the inability to power on was traced to a damaged crystal oscillator. The relevant sections of the device history records for the heartmate power module were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ explains that the power module requires preventive maintenance at least once every 12 months. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable. This section also details how to properly install the power module backup battery. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and informs on steps to troubleshoot, including power module indicator combinations and alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.